Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was informed to continue using the pump and to call back if the malfunction code recurred. No additional issues were reported after the reset.